Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased atrial lead capture threshold was noted. An x-ray confirmed lead dislodgement. The lead was successfully repositioned.